Event description:
It was reported that a patient experienced difficulty activating a newly applied freestyle libre 3 plus sensor when initial scans with a phone showed unsuccessful scans, consistent with an intermittent communication failure related to the electrical and magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed that sensor activation and pairing initially failed but resolved with proper scanning technique, indicating user handling or interface factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues addressed through troubleshooting and education.

Manufacturer narrative:
Initial.